Manufacturer narrative:
Document review: amistem h femoral stem size 1 - ref. (B)(4)/lot 104689. Document review was carried out on the lot 104689 (B)(4): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Twenty three stems belonging to this lot have been already implanted and no incidents have been reported up to now. Also the surgeon who performed the revision excluded any involvement of the medical device. On the basis of the data collected, a device involvement in this infection is highly unlikely.

Event description:
Revision surgery due to infection, noticed 3 months after thr.